Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. No blockages were noted in the lumen and the wire insertion was successful from the terminal through the distal tip of the lead. Electrical continuity testing and x-ray confirmed a fracture 4.6cm from the terminal pin. This type of damage was related to the implant procedure due to interaction between the lead, and the guidewire where possibly some pushing and pulling was involved.

Event description:
Boston scientific received information that after opening the packaging for the left ventricular (lv) lead, the lead was tested and trouble was experienced with the guidewire. As a result, the lv lead was not successfully implanted. No adverse patient effects were reported.